Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture and vessel dissection occurred. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified first diagonal of the left anterior descending (lad) artery. A 2.25x10 flextome¿ cutting balloon¿ was selected for use. Pre-dilation was done at the first diagonal lad at 12atm. After performing the 2nd inflation at 12atm, it was noted that the balloon ruptured. The contrast media leaked from the balloon pinhole and it was noted that the 1st right posterolateral branch was dissected. The device was withdrawn intact from the patient's body and the procedure was completed with this device. Stent was deployed to treat the dissected artery. No further patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. There was a significant quantity of solidified saline solution in the lumen and balloon. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified saline solution within the balloon and inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the solidified the solution before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device, however this was again unsuccessful due to the quantity of solidified solution in the device. A microscopic examination of the balloon and lumen was also unable to locate the rupture. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified multiple kinks along of the length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture and vessel dissection occurred. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified first diagonal of the left anterior descending (lad) artery. A 2.25x10 flextome¿ cutting balloon¿ was selected for use. Pre-dilation was done at the first diagonal lad at 12atm. After performing the 2nd inflation at 12atm, it was noted that the balloon ruptured. The contrast media leaked from the balloon pinhole and it was noted that the 1st right posterolateral branch was dissected. The device was withdrawn intact from the patient's body and the procedure was completed with this device. Stent was deployed to treat the dissected artery. No further patient complications were reported.